Event description:
Spiros devise leaked and chemotherapy spilled on floor exposing staff and patient to chemotherapy. Pt noticed there was leaking at the spiros site in morning, nurse first observed about 10ml. Removed spiros and was about to restart etoposide then noticed puddle on the floor. No leaking found on the tubing. Not sure if the puddle was chemo or not. Other fluid infusing was normal saline (ns) with no signs of leaking. Consulted pharmacy and fellow. Treated puddle on the floor as a chemo spill. Restarted the chemo at 0604 and rn observed for leaking. Chemo infused fine. However total bag was 540. Total infused per the IV pump states 590. (Not including spill on floor). The chemotherapy and tubing was disposed of. This is all the information available.